Event description:
It was reported that the patient presented to the clinic after experiencing muscle stimulation. Upon interrogation the left ventricular lead exhibited high impedance. A chest x-ray confirmed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.